Event description:
Codman isocool aht bipolar forceps tips would not function during surgical intervention. The defective tips were tried on an additional device and remained non-functional. A 8 1/2" -22 cm- total length, 1 mm tip diameter, 3 1/2" -8.9 cm- working length, tip style - low profile.